Event description:
The pt reported, the infusion set is leaking between the tubing and cannula housing. The pt experienced elevated blood glucose of 481 mg/dl. The pt bolused through the infusion device to lower blood glucose. The pt's normal blood glucose range is 100-160 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.